Event description:
The customer contact stated that during testing at the user facility, a s421 (motor error-pmc, right) malfunction alarm code was noted in the device history. The device was returned to the biomedical department with a report of an error. No specific patient info, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.